Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cs300 intra-aortic balloon pump (iabp) had a helium error alarm, not fully inflating with helium. There was no harm reported.

Manufacturer narrative:
Updated fields: b4, d10, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. The getinge field service engineer was unable to duplicate the reported error and did not see logs to this incident (on 10/27/2025). Getinge fst carry out the full calibration and did functionality test all tests passed to factory specifications. No parts were replaced.

Event description:
N/a.